Event description:
Penile prosthesis inserted in 1999. Passed small blood clots through scrotal wound, then had brown liquid discharge. Culture and sensitivity done 09/09/99, showed coagulase negative staphyococcus species, light growth. Pt had pain and swelling. In operating room, found a constant seepage of purulent fluid which appeared to be coming from the left prostatc cylinder. There was a fistula tract which connected the left corpus cavernosum to the surface of the wound.